Event description:
It was reported that the following issue was observed on the device: ¿broken.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the unit has a new foot latch installed. I recalibrated the unit, and ran it through its pm tests, with no further issues. The rear cover door was broken, which was letting the door fall off of the unit. Because of this, the wires connecting the door to the logic board had pulled apart. So I had to replace the entire bezel assembly, as well as the broken cover. During that process, one of the pressure sensors broke, so I just put in two new pressure sensors.¿ reported problem cause description: "incidental.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.